Event description:
High impedance (>3000 ohms) and noise sensing were reported in association to the subject lead. The physician indicated that removal of the lead was not possible and a replacement was implanted.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.